Manufacturer narrative:
Per study information provided: was an assessment for product/therapy/procedure relatedness made by the investigator? Yes. Please specify procedure relationship: n device relationship: n. Was an assessment for product/therapy/procedure relatedness made by the sponsor? Yes - different from investigator. Please specify ae related to a study procedure: causal relationship. Identify the procedure: index procedure. Ae related to the pulseselect pfa loop catheter: not related. Ae related to the transseptal puncture: possible. In summary, the physician determined it was possible that the adverse event was related to the transseptal puncture with no device issue reported. Per instructions for use, access site complications (hematoma, infection, thrombosis, ecchymosis, av fistula, pseudoaneurysm, bleeding from puncture site, hemorrhage) are potential adverse events that may occur with use of the the flexcath cross device.

Event description:
It was reported via clinical study that following an ablation procedure, a groin hematoma and bleeding at the groin and radial artery site occurred. Manual pressure was applied for over thirty minutes, and a femoral compression device was used. The patient underwent a fistulagram, which revealed re-stenosis of the left arm fistula and a small pseudoaneurysm possibly secondary to a prior rupture. A successful angioplasty was performed. The patient experienced radial ateriovenous fistula bleeding and was hospitalized overnight. No further patient complications have been reported as a result of this event.